Event description:
The contact stated the customer tested his blood glucose using the contour meter and received a reading of 150 mg/dl. He also tested using the breeze meter and received a reading of 55 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.